Manufacturer narrative:
Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: based on a review of the last 2 years of complaint data, and at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. IFU review (additional information can be found in the IFU): [serious adverse events] · vascular perforation · vasospasm · embolism · ischemia · intracerebral and/or intracranial hemorrhage · pseudoaneurysm · shock · stroke · infection · vascular dissection · thrombosis · death [other adverse events] · bleeding at the puncture site, hematoma [serious malfunctions] · damage/cutting of catheter · balloon expansion / contraction failure · balloon rupture/damage 1. Attach a y-shape hemostasis valve with rotator (rhv) to the guidewire port hub of this product. Connect a continuous perfusion line of heparinized saline to the side port of the rhv. 2. Select an appropriate catheter, pass the guidewire through it, and insert it into the guidewire lumen of this product. 3. After confirming that the balloon is fully deflated, insert this product into the introducer sheath until the balloon is covered. 4. Using the introducer sheath, insert this product with the catheter and guide wire inserted into the sheath that has been previously inserted into the blood vessel. At this time, advance the introducer sheath until resistance is felt. 5. Pull out the introducer sheath, tear it to the right and left, and remove it from this product. 6. Under fluoroscopy, advance this product, guidewire, and catheter to the target site. 7.after the reaching the target site, if necessary, remove the device inserted in this product, such as the guide wire, from this product. 8.perform planned diagnosis and treatment using this product. If blocking or controlling blood flow, inject the mixed solution using a 1-ml syringe (for balloon dilation) and inflate the balloon. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was not provided for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event.

Event description:
It was reported that the balloon guide catheter was used for mechanical thrombus aspiration to treat cerebral infarction. However, the balloon ruptured during the first inflation in the patient¿s body. It was rapid loss of pressure. The bobby was immediately replaced with another bobby from a different lot to continue the procedure. Subsequently, the procedure was successfully completed without affecting the patient. After the procedure, when inflation was performed outside the patient¿s body, rupture and leakage were confirmed at the base of the balloon on the proximal side. The patient condition/outcome was reported to be "no health damage.".